Event description:
It was reported that pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Customer used multiple daily injections as backup insulin therapy while technical support arranged shipment of replacement pump, provided instructions for placing faulty pump into storage mode and returning it, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device; customer understood and acknowledged all instructions.